Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated frequent check iab catheter alarms. The console was changed but same alarm generated again. A review of image of the waveform was typical of a kink. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. One kink was found on the inner lumen within the membrane approximately 15.5cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the inner lumen. It is difficult to determine when or how a kink occurs. Although we did not repeat the event in the laboratory setting, a kink in the inner lumen can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated frequent check iab catheter alarms. The console was changed but same alarm generated again. A review of image of the waveform was typical of a kink. There was no reported injury to the patient.